Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device gave a "battery replacement" error message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time.